Event description:
It was reported that the maintenance to be performed and pump problem. Per follow up information received via email on 15feb2024, device will be sent to task management for repair. Issue not yet resolved. No patient involved, issue found during routine check.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. When started filling the device water wasn't coming in hard but when some water arrived in the pump the filling went normal, and this device fills up in 5 minutes. Performed a functional test and this device works as it should. No repairs were made for the reported issue as it could not be duplicated. A 2000-hour pm was completed on the device. As part of the pm, replaced the circulation pump, mixing pump, heater, and drain valves. The DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.